Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The facility called to report that during a hand surgery with the use of a mitek minilok anchor for fixation, after the anchor was deployed into the bone hole, the surgeon was snugging up on the suture when the anchor pulled out of the bone hole and the suture detached. They looked for the missing anchor but could not account for it. Used another same type device to complete the repair without further issue or harm to the patient.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.